Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the denali products that are cleared in the us. The pro code and 510 k number for the denali products are identified. Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one denali filter kit includes dilator, pusher catheter, introducer sheath, filter storage tube, tuohy-borst adapter and filter were returned for evaluation. The pusher wire was noted to be detached from the pusher catheter. The filter was within the storage tube with the detached pusher wire partially exposed from the distal end of the filter. Damage was noted to the distal tip of the dilator. Based on the findings, the investigation is confirmed for the reported failure to advance and the identified detachment, deformation due to compressive stress issues. A definitive root cause for the reported failure to advance and the identified detachment and deformation due to compressive stress issues could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. (Expiry date: 12/2024).

Event description:
It was reported that during a filter placement procedure, the device allegedly failed to advance. There was no reported patient injury.